Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00316 on 11-june-2020. Correction: sections b5, b6, and h10 were updated to include the greater than (>) symbol. A siemens customer service engineer (cse) was performing service on the atellica ch 930 and noted the reagent probe 2 (rp2) was bent. The cse checked the logs and noted no error messages. The cse serviced the analyzer and replaced the rp2. The customer informed the cse of implausible results for vitd, atpo, atg, ft4, and fol during the time the rp2 was bent. The customer provided print screens of the results and noted that results were elevated and flagged with a greater than (>) upper limit. Additional information (14-july-2020): siemens reviewed the information provided and noted that quality control (qc) statistics showed qc out of range for all the affected assays on 19-may-2020, and served as an alert to the operator to investigate and troubleshoot. A review of the service performed noted that the cse removed a lodged cuvette and replaced the reagent probe 2. The cse verified the instrument's operation and did not note any error messages with the reagent probe 2. The cause of discordant results with vitamin d total (vitd), anti-thyroid peroxidase (atpo), anti-thyroglobulin (atg), free thyroxine (ft4), and folate (fol) is unknown. The reported event was resolved by performing instrument maintenance.

Event description:
The customer noted discordant test results on the atellica ch 930 analyzer. The customer informed that vitamin d total (vitd), anti-thyroid peroxidase (atpo), anti-thyroglobulin (atg), free thyroxine (ft4), and folate (fol) discordant results were elevated and flagged with a greater than (>) upper limit. The results were not reported to the physician(s), and repeat testing was performed on an alternate atellica analyzer. There are no known reports of patient intervention or adverse health consequences due to the results being flagged with a greater than (>) upper limit.

Manufacturer narrative:
A siemens customer service engineer (cse) was performing service on the atellica ch 930 and noted the reagent probe 2 (rp2) was bent. The cse checked the logs and noted no error messages. The cse serviced the analyzer and replaced the rp2. The customer informed the cse of implausible results for vitd, atpo, atg, ft4, and fol during the time the rp2 was bent. The customer provided print screens of the results and noted that results were elevated and flagged with a greater than (<) upper limit. Siemens is investigating.

Event description:
The customer noted discordant test results on the atellica ch 930 analyzer. The customer informed that vitamin d total (vitd), anti-thyroid peroxidase (atpo), anti-thyroglobulin (atg), free thyroxine (ft4), and folate (fol) discordant results were elevated and flagged with a greater than (<) upper limit. The results were not reported to the physician(s), and repeat testing was performed on an alternate atellica analyzer.there are no known reports of patient intervention or adverse health consequences due to the results being flagged with a greater than (<) upper limit.